Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off-necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent was deployed; however, the physician could not see the flange deployed inside the cyst. Subsequently, the physician proceeded to deploy the second flange; however, the stent fully deployed inside the lumen. It was later discovered that the first flange did not fully expand. The stent was removed using a snare, and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue.